Event description:
Same case as: 2134265-2009-02923. It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 75-90% stenosed lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. The physician attempted to pre-dilate the lesion using the apex monorail 15mm x 2.00mm balloon catheter. The balloon apex was inflated one time to 6 atms, however, the balloon ruptured. When negative pressure was applied to the balloon, it was noted that blood had retracted inside the balloon. The physician removed the apex and attempted to predilate the lesion again using another MFR's 2.0mm balloon, however, after the balloon was inflated once using an unspecified number of atms, the balloon burst. Next, the physician inflated another MFR's 2.50mm balloon an unspecified number of times to 4 atms and successfully predilated the lesion. The lesion was 50% stenosed post-dilation. A taxus liberte 3.0mm x 28mm stent was then implanted into the lesion. The physician then proceeded to successfully perform a percutaneous transluminal angioplasty in the pt's first diagonal. No pt complications were noted and the pt's status was noted as "good".